Manufacturer narrative:
The investigation into the low pump flow has been completed. The impella pump was returned for investigation. The returned pump was visually inspected and a kink in the cannula was observed. The root cause investigation determined the low pump flow resulted from a kinked cannula. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the pump would not flow above 0.7 liters per minute. The pump was repositioned multiple times and volume given with no resolution. This pump was replaced, and a new pump placed. There was no patient harm reported.